Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A check of the chiller temperature (t4) showed it was not dropping and no water could be observed when draining from the left port. Biomed discussed this was indicative of a failed mixing pump. Per follow up information received via email on (B)(6) 2022, there was no patient involvement as it was found during calibration. Biomed would replace mixing pump onsite.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A check of the chiller temperature (t4) showed it was not dropping and no water could be observed when draining from the left port. Biomed discussed this was indicative of a failed mixing pump. Per follow up information received via email on 12jul2022, there was no patient involvement as it was found during calibration. Biomed would replace mixing pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty mixing pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. The device was not returned.